Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported flared strut was confirmed. The reported resistance with the guiding catheter was confirmed due to the flared strut. The reported failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Based on the visual, dimensional and functional analysis of the device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). Concomitant products: guide wire: balance middleweight universal ll; guide cath: medtronic launcher 6f ebu 3.75; rhv: co-pilot; sheath: terumo radial sheath 6fr. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. Though the device is not approved for sale in the u.s., it uses a delivery system which is similar to a device sold in the u.s.

Event description:
The procedure was to treat a moderately calcified, 85% stenosed, de novo lesion in the proximal circumflex (pcx) artery. Pre-dilatation was performed with a non-abbott 2.5x15 mm balloon catheter at 12 atmospheres (atm). This was followed by an attempt to deliver the 2.5x18 mm implant which did not cross the lesion. An attempt was made to pull the device back into the guiding catheter; however, the device touched the guiding catheter and slight resistance was felt. The physician managed to pull the device back into the guiding catheter by first pushing it forward and then back again. The device was successfully retrieved into the guiding catheter and removed from the patient. The doctor visually inspected the device and noticed that one strut had flared from the balloon. More dilatation was performed with an nc trek 2.5x15 mm, followed by successful placement of a xience prime 2.5x33 mm at 12 atm. Stenosis after the procedure was 0% with timi flow iii. The procedure was successful with no clinically significant delay and no adverse patient effects. No additional information was provided.